Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a health care professional (hcp) called to determine longevity remaining on this device. That same hcp stated that this patient has had multiple syncopal events, but does not believe them to be device related. To date, there have been no additional adverse patient effects reported.